Event description:
See user facility medwatch (B)(4).

Manufacturer narrative:
The system 1e did not malfunction as alleged in the medwatch. Rather, the facility reported that it utilized a gastroscope on a patient even though the scope had been subject to a processing cycle in system 1e that was cancelled before completion. The facility failed to reprocess the scope before using it on the patient, despite the incomplete cycle. Steris's investigation revealed that the operator did not review the cycle printout prior to removal of the scope from the processor to verify that liquid chemical sterilization parameters were met as outlined in the system 1e liquid chemical sterilant processing system operator manual. According to the facility, it failed to discover its error until weeks after the incident when an employee reviewed the cycle printout. The system 1e provides a cycle printout for every cycle. The printout lists the reason(s) for cancelled cycles and alarms. This printout is a record containing key information about each cycle the system 1e processor runs as recommended by aami, aorn and iahcsmm and should be a critical element of the user facility's quality assurance program. A review of the printout for the cycle related to the reported event indicates that the cycle cancelled for a heat problem. This suggests that the system 1e automatically cancelled the cycle because the incoming water temperature did not meet the required specifications. Further review of the cycle printout suggests the following: the water purge phase completed, meaning that water entered the system 1e and was confirmed by the system to meet the required inlet temperature of 43c; the cycle advanced to the fill phase and completed; and (3) the cycle advanced to the warm/mix phase but cancelled because the temperature of the liquid in that phase failed to achieve 46c within the required 7 minutes. This is attributed to very cool water (detected by the system 1e to be 28c) entering the chamber 30 seconds into the warm/mix phase. No patient medical events have been reported. The system 1e operator manual states (pp.1-1), "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled." Further, the sterility of devices processed in system 1e cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Steris has offered in-service training on the proper use and operation of the system 1e and is awaiting a response from the facility. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
The user facility reported that internal actions have been taken in regards to reading cycle printouts. This printout is a record containing key information about each cycle the system 1e processor runs and should be a critical element of the user facility's quality assurance program. Steris performed in-service training on (B)(4) 2013 on the proper use and operation of the system 1e.